Manufacturer narrative:
Pod download data showed 0x22 alarm generated, indicating main in critical hazard alarm. Generation of the hazard alarm deactivated the pod the actual cause of the reported alarm could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after experiencing a hazard alarm with the pod, the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 482 mg/dl while wearing the pod between 36 and 48 hours. The patient also diagnosed with a viral respiratory infection. Patient was treated for elevated bg levels and given a prescription for the infection; neither of these details were specified and good faith attempts for this information was unsuccessful. Patient also reported having blood work and x-rays done, as well as diagnostic testing. The patient was released after spending 3 hours in the ER.